Event description:
The customer reported the system displayed a pre charge error code. This will result in a system no boot situation. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were replaced. The system was then found to be operating as intended.